Manufacturer narrative:
The cloudy fluid began ¿since (B)(6) 2017¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotic therapy. On an unknown date, the patient was discharged from the hospital. The patient was recovered from the peritonitis. Dianeal 1.5% pd4 was ongoing, action taken with dianeal 2.5% was not reported. No additional information is available.